Manufacturer narrative:
Investigation summary: bd received photos for investigation. Evaluation of the 2 photos shows evidence of fibrin, but no erroneous results were observed. A total of 100 retained samples from each batch number¿5157002, 5121198, 5121173, 5115743, 5119837, and 5121197¿were visually inspected, and no additive abnormality or gel defects were found. Additionally, 6 retained samples from each batch number underwent clinical evaluation. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5115743, for the indicated failure mode: sample quality. This complaint has been confirmed for the lot 5119837, for the indicated failure mode: sample quality. This complaint has been confirmed for the lot 5121173, for the indicated failure mode: sample quality. This complaint has been confirmed for the lot 5121197, for the indicated failure mode: sample quality. This complaint has been confirmed for the lot 5121198, for the indicated failure mode: sample quality. This complaint has been confirmed for the lot 5157002, for the indicated failure mode: sample quality. This complaint has not been confirmed for the lot 5115743, for the indicated failure mode: erroneous results (accuracy). This complaint has not been confirmed for the lot 5119837, for the indicated failure mode: erroneous results (accuracy). This complaint has not been confirmed for the lot 5121173, for the indicated failure mode: erroneous results (accuracy). This complaint has not been confirmed for the lot 5121197, for the indicated failure mode: erroneous results (accuracy). This complaint has not been confirmed for the lot 5121198, for the indicated failure mode: erroneous results (accuracy). This complaint has not been confirmed for the lot 5157002, for the indicated failure mode: erroneous results (accuracy). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin and erroneous test results on an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was fibrin and erroneous test results on an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.